Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left circumflex (lcx) artery and first obtuse marginal (om) branch. A 185cm pt guide wire was advanced to the lesion. However, the wire lodged into the struts of a previously implanted stent in the vessel and fractured off. The tip of the wire was left in the vessel and could not be retrieved. Subsequently, the detached tip was pinned into the vessel using the previously implanted stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage. The device has the distal tip detached exposing the wire at 183.2cm from the proximal section (it was not returned) also it has the polymer section kinked in the distal section end. The outer diameter (od) polymer section near to section detached, middle of the device, and proximal section od are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left circumflex (lcx) artery and first obtuse marginal (om) branch. A 185cm pt 2 guide wire was advanced to the lesion. However, the wire lodged into the struts of a previously implanted stent in the vessel and fractured off. The tip of the wire was left in the vessel and could not be retrieved. Subsequently, the detached tip was pinned into the vessel using the previously implanted stent. No patient complications were reported and the patient's status was good.